Manufacturer narrative:
(B)(4). Evaluation results and conclusions: (target lesion exhibited excessive tortuosity and severe calcification). (Force used in an effort to advance and withdraw device). (Stent damage, failure to deliver the stent).

Event description:
The physician intended to use a resolute integrity drug-eluting stent to treat a type c lesion in the cx with 95% stenosis, excessive tortuosity and severe calcification. The target lesion was pre-dilated using a sprinter legend balloon and a non-medtronic balloon for 3 inflations at 14 atm's. About 60% stenosis remained following pre-dilation. Resistance was encountered advancing the resolute integrity device across the target lesion and force was used in an effort to advance the device. It was reported that the device could not cross due to the excessive tortuosity of the vessel and the severe calcification. Two unsuccessful attempts were made to deliver the device. The stent was reported to be damaged on removal. The device had been inspected prior to use with no abnormalities noted. A 2.25 x 14 mm resolute integrity stent was successfully used to treat the target lesion. The physician decided not to implant another stent due to the patient's health condition. The final result was excellent and no clinical sequelae were reported.